Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii and occasional out of range control values to their inside sales representative (isr) on (B)(6) 2026. Isr forwarded the complaint to technical services (ts) on 05/19/2026. Customer stated that "in these situations, it can be difficult to determine the root cause, whether related to environmental contamination, operator technique, or reagent performance." (B)(6) contacted the customer to request additional information including the leadcare ii analyzer serial number, the test kit lot number and level 1 and level 2 control values. Ts requested falsely elevated patient blood lead test results with leadcare ii and the corresponding confirmatory test results. Ts requested the customer call to discuss the facility's procedure for collecting and preparing patient blood lead samples and control samples. Customer declined to provide the additional information as requested by (B)(6). Customer reported issues occurred intermittently in the past. Customer declined to discuss the facility's procedure for collecting and preparing samples. Customer reported they are satisfied with assistance provided by (B)(6). On (B)(6) 2026, (B)(6) instructed the customer to follow cdc recommendations for capillary blood lead collection and the blood lead test procedure as it is written in the test kit package insert. Ts provided the cdc capillary collection video, the cdc fingerstick poster and the link to the leadcare ii product literature. (B)(6) instructed the customer to only use the capillary tubes provided in the leadcare ii test kit for blood lead collection. (B)(6) instructed the customer to contact ts immediately if issues occur in the future.